Manufacturer narrative:
Analysis revealed the insulin did not have audio tone or beep to broken transducer wire.

Event description:
Customer reported that she never heard the blood glucose audio tone reminder. Self test was performed and the insulin pump did not beep.